Event description:
The manufacturer received information alleging that a check circuit alarm occurred. There was no patient harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow up report will be submitted when the manufacturer's investigation is complete.